Event description:
Intra-aortic balloon pump catheter prepped for insertion using negative prep. Unable to advance catheter through the sheath due to balloon unwrapping. Second balloon opened, prepped with negative prep. Balloon began to unwrap prior to insertion into sheath. Third balloon opened, prepped, advanced through sheath without difficulty. We had to waste two balloons because they unwrapped immediately after taking them out of the package. The facility has had non-fiberoptic catheters at their site for the past eight years, and has used without issues. We switched to fiberoptics about 1-2 years ago and just recently (last 2-3 months) noticed a problem with multiple catheters per insertion. Technique and prep for the device has been questioned among different area of the hospital where this device is used. The issue of packaging, prepping, and catheter were addressed. The facility may switch to a different MFR, which would require all the nursing units to be retrained because the non-fiberoptic catheters will not have the "autopilot" feature.